Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The interconnect cable checked and was good. The lemo connector was checked and re-seated. The system was tested and operates as intended.

Event description:
The customer reported, the 9800 system would not show live images while performing fluoroscopic x-ray. No pt involvement. No pt injury was reported.